Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. No pump error 43 alarm during testing. Pump history was download successfully. However, verify pump error 43 alarm at the pump history file date and time: 05/22/2023 13:18:54.000, 05/22/2023 13:20:44.000, 05/22/2023 13:21:27.000, 05/22/2023 13:22:55.000 to 05/22/2023 13:56:07.000 motordriveerror (43). Unit was cut/open and inspected found moisture damage on the electronic assembly and motor assembly noted.tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Confirmed pump error 43 alarm due to moisture damage at the electronic assembly and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer dropped the insulin pump in toilet and received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). Troubleshooting was performed. The customer was able to clear the alarm successfully and stated that the pump rewind was not completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.